Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female underwent primary breast augmentation with 325cc mentor memorygel breast implants and experienced capsular contracture and swelling on the right side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 31, 2022, mentor became aware that patient has no visible signs of capsular contracture. Patient experienced swelling on the right per information received. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding this event. Treatment included administration of motrin, singular and prednisone, in addition to massage. The issue is ongoing. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The information received was reviewed by the clinician. No additional information was received. Coding remains the same. Please see field b3 for detailed description. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient (subject ID: 761-136) underwent primary breast augmentation surgery with mentor glow study gel devices on (B)(6) 2018. On (B)(6), 2019, the patient experienced swelling on the right side, which required aggressive massage. Should additional information become available, this case will be re-assessed and notes will be updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.